Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there was no damage to keypad. All buttons intermittently were responsive and spring back when pressed. There was contamination observed under all button contacts when keypad was removed.